Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry visual acuity. Subsequently the lens was removed and replaced with an unspecified advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was residual astigmatism. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
According to the additional information received, the iol was exchanged for the same lens model with different toricity and one diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. The surgery was performed in patient's right eye and there was no further impact to the patient.